Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was started 480 mg/dl at time of incident, 487 mg/dl and 446 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual bolus. Customer about self test and received the battery failed alarm. Customer stated the type of battery in use, reviewed alarm history and customer received a low battery alert prior to the replace battery alert. Customer reported that the new battery resolved the issue and self test was passed. Customer reported that the insulin exited at the quick release. Customer reported that the high pressure test was passed. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.